Event description:
It was reported that during pre-dilatation in the mildly tortuous, heavily calcified and concentric left anterior descending artery, the 3.0x15 nc tenku balloon ruptured during the first inflation at 12 atmospheres. The device was withdrawn from the anatomy and the procedure was continued using a 3.0x12 non-abbott device. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: joker. Guide cath: axess pb3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.